Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure and power loss alarm. Customer blood glucose level was 11 mmol/l at the time of incident. Customer states that insulin pump received hardware low level failure at second time. Customer will be returned insulin pump for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error. Hardware low level failures error during self test and confirmed in the device history due to cold solder joint on keypad assembly.